Event description:
On (B)(6) 2012 the pt reported the infusion sets are leaking at the infusion site after 2-3 days of use. He notices the leak when the headset adhesive becomes wet or when he smells insulin. He stated that every 10th headset cannula is bent and this causes insulin leakage but not every cannula that leaks had a bent cannula. There is no bruising or scar tissue at the infusion site. The pt was sent sample infusion sets. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
The complaint describing a leak on the head set and bent cannula cannot be verified, the head set meets product specifications. A visual inspection and tests for flow and leak were performed on the returned used cannula. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.